Event description:
It was reported the subject device had error e006 on diathermy when trying to use a tool from the universal socket. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The issue was detected during an unspecified nieznany procedure, and the procedure was completed with the same device.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.